Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw universal ii. Guide catheter: ebu 3,5 6f. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience sierra is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified de novo lesion in the left main that was 90% stenosed. The lesion was pre-dilated several times before a 3.50 x 18mm xience sierra stent was successfully placed. However, during post-dilatation the balloon was inflated once and ruptured at 16 atmospheres. The device was then removed. An nc balloon was used to appose the stent to the vessel wall at 40 atmospheres to successfully complete the procedure. The patient is doing well. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.